Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for leak and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 36.1°c and 36.4°c under load testing with coolant spray on. These temperatures did not exceed requirement. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Cap and head cavities and inner components also looked good with only minor debris. Slight spot of corrosion was seen on the head-tail assembly.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.